Event description:
During surgical procedure surgeon had 1.6 k-wire threaded tip break off into the bone. The piece of k-wire was approximately 1 cm and was visible on an x-ray. Surgeon elected to leave the piece in the fibula as it would most likely cause more damage to remove it.======================manufacturer response for threaded k-wire, (brand not provided) (per site reporter).======================unknown, MFR rep was unaware of event.